Event description:
During the device evaluation for a complaint against a disconnect cap coming off of a spike, it was discovered that cap did not disconnect from the spike, but the spike had broken off of the transfer set with the cap attached. There was no pt injury or med intervention associated with this incident.